Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer's reported problem was verified by functional test. The cause is the downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the pump failed downstream occlusion (dso) calibration. There was no patient involvement. Device analysis found that the dso sensor was faulty.